Event description:
It was reported that, after a tka surgery had been performed on an unknown date, the post on the 13mm 3-4 journey l bcs poly, broke. This adverse event was treated by a revision surgery on (B)(6) 2024, in which the insert was removed and replaced with a smith & nephew back-up poly. Current health status of patient is unknown.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, without the requested supporting clinical documentation, the definitive clinical root cause of the reported post breakage could not be determined. It is unknown if the instructions for use for knee systems was adhered to. The implantation date was not provided, therefore, the length of time in situ is unknown. Therefore, the impact to the patient beyond the broken post, the subsequent revision and the expected transient recovery period cannot be determined since the current health status of the patient is unknown. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and product prints could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.